Manufacturer narrative:
The ge representative conducted an on site investigation. The extended exposure was disabled in the utility suite. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that when the fluoroscopy button was pushed, the 9900 system would double expose. No patient injury was reported.